Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed using a standard j-wire and electrocautery pen (no needle). At the time of discovery, pulmonary vein isolation (pvi) was almost complete; as the physician ablated the right anterior roof to close the right wide antral circumferential ablation (waca), he stated he heard a steam pop. He discovered pericardial effusion under intracardiac echo (ice). Pericardiocentesis was performed, and 200ml were drained. No further intervention was required. Patient had no relevant lab data which contributed to the event. Prolonged hospitalization was not required, the patient was discharged later the same day. Patient has fully recovered. Catheter irrigation was set at 2/15, no errors on the mapping system at the time. No sudden impedance drops, or spikes were noted at the time of the steam pop or while looking at lesions retrospectively. On screen force visualization features used were graph, dashboard, and vector. Visitag parameters were 2mm movement, 3 seconds, and 25%/5g fot. Visitag display was showing as impedance (5-7 ohms) and no additional filters were used. Following the procedure, discussion with the physician revealed that holding respiration in order to stabilize while ablating on the right anterior roof was most likely the point of perforation; additionally, the patient also began coughing and moving and it appeared to have a map shift. On 5/17/2021, additional information was received confirming there was no map shift, the patient bucked and shortly after the effusion was noticed. .

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 6/21/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/26/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).